Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, system risk analysis (sra), visual analysis, retains analysis, and concomitant product evaluation. Trending analysis by lot number was reviewed from the previous six months from open date and no significant trend was identified. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect product was not returned for evaluation. However, a photograph was provided showing a vial with yellow media. The complaint was not confirmed as the color of the ci disc was not visible and the lot number could not be identified. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The concomitant sterrad sterilizer was not evaluated and the serial number of the unit was not provided. No further information from the customer was available. The assignable cause of the issue could not be confirmed. There is no evidence to suggest an alleged deficiency as the DHR review found no anomalies that would contribute to a positive bi result, retains testing met functional specifications and lot history did not reveal any significant trend. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.